Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement. It was also reported that there was a perforation from the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Medtronic is submitting this report to comply with FDA reporting. If information is provided in the future, a supplemental report will be issued.